Event description:
The customer reported via phone call that the insulin pump was alarming no delivery. The customer stated that he received twenty no delivery alarms within one week. The customer's blood glucose was unknown. The customer changed the infusion set and reservoir, but the alarm persisted. The customer was unable to perform troubleshooting at the time of the call. The customer confirmed that the alarm had occurred during manual prime as well. The customer was advised that the insulin pump would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected excessive no delivery alarms were noted during testing. The pump passed the displacement test, prime test, and excessive no delivery test. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, and scratches on the reservoir tube window.